Event description:
The device was returned to the manufacturer for repair. During the repair, it was reported that the handpiece exceeded maximum temperature during testing. There was no patient involvement and no allegations of adverse consequences from the account.

Manufacturer narrative:
The handpiece was received at the manufacturer for service and evaluation. A condition of the device overheating was found and then reported. Based on the investigation details, the likely cause was problems with corrosion in the motor assembly. Service replaced the motor assembly and returned the device to the customer.